Event description:
It has been reported that a revision surgery was performed, due to pain and loosening. At the time of surgery severe metalosis was noted, and abrasion on the tibia baseplate. No evidence of particulate matter causing 3rd body wear was found.

Manufacturer narrative:
Na